Event description:
A report was received that the patients ipg was not holding a charge. It was also reported that the patient had inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.